Event description:
It was reported that the patient underwent a subxiphoid incisional hernia repair and abdominoplasty on (B)(6) 2009. The tissue was irrigated with antibiotic solution. Two drains were placed. The deep dermis was approximated with a running suture. A vertical incision was made over the umbilicus and it was brought through the skin and approximated with a running suture. Then, the patient underwent a debridement of abdominal wall panniculectomy on (B)(6) 2010, and a large infection was noted in her abdominal wall. The patient was hospitalized on (B)(6) 2010 for a mycobacterial wound infection and has had numerous medical procedures and surgeries, medications and therapies, including an incision and drainage of the left flank with packing wound debridement on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4). (B)(6). This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2011-00336, 2210968-2011-01589, 2210968-2011-01590 and 2210968-2011-01607. The same patient is represented in each medwatch.